Event description:
Pt presented with incontinence even after she had two previous sling procedures performed. Since her procedures she has been experiencing urinary tract infections and continued incontinence. Pt had a tot implanted as well after the tvt did not prove helpful to treat the incontinence. Date of use: 8 years.